Event description:
We received an allegation about questionable results for 1 patient sample not matching the patient's clinical diagnosis when tested with elecsys estradiol (e2 iii) assay on a cobas 6000 e601 immunoassay analyzer compared to a different analyzer. Initial result: >11010 pmol/l. Repeat result: 6159 pmol/l (tested on another analyzer with a 10-fold dilution). No questionable result was reported outside the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The e601 module serial number was (B)(6). Qc was within the assigned ranges. The investigation is ongoing.

Manufacturer narrative:
The investigation suggested that the patients in in-vitro fertilization (ivf) treatment are "not healthy" concerning their hormone status and this is due to the following: hormonal disorders causing conception to fail/multiply the hormone stimulation treatment. This particular patient status and the patient treatment cause unidentifiable and even patient-specific metabolites, that interact with the detection system of e2 iii (cross-reactivity). A general reagent can be excluded. The reported issue was only observed for certain (not all) ivf patients in heavy hormonal treatment. The investigation did not identify a product problem. The cause of the event could not be determined.